Manufacturer narrative:
The investigation was completed and no product return miwb/hemolysis: clinical details note that md suspected hemolysis from 3-point drop of hemoglobin. Ldh labs ordered but results unknown. It is unknown if/when the hemolysis resolved. Data log review did not show any mc spikes, suction alarms, or positioning issues. There was a slight, gradual trend down in ps on (B)(6) 2025 but not enough clinical information to determine a cause for the hemolysis. The cause of the hemolysis was not determined since product was not returned and insufficient clinical details were provided. Thrombosis: clinical details note that upon pump removal, there was tissue (suspected papillary muscle) noted at the end of the pigtail. Pt reported to have vascular and tissue abnormalities. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be file.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the surgeon dissected aorta when placing the companion sheath, and no issues with impella insertion prior to that. It was reported that patient experienced hemolysis from 3 point drop of hemoglobin. The medical doctor (md) planned to wean and remove impella, lactate dehydrogenase (ldh) lab ordered for confirmation and no other signs symptoms of hemolysis noted or reported. It was reported also that upon removal of the device a tissue was noted at the end of the impella pigtail which impacts the papillary muscle. Patient reportedly had vascular and tissue abnormalities. Multiple medical doctors (md) even unable to start an a line due to fragile arteries. The impella was removed smoothly nothing out of the ordinary noted with removal. The patient was reported to have survived the procedure.

Manufacturer narrative:
D1, d4 (serial & catalog) has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.